Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient developed a ¿big pocket¿ in the back and that the morphine from the pump was leaking into the pocket. It was reported that the healthcare provider (hcp) attempted to patch it but that did not work and it was replaced. It was unclear which device was replaced. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type catheter. (B)(4).